Manufacturer narrative:
Additional procodes kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision of a posterior cervical fusion with the synapse 4.0 system. It was a right c1 screw and was original placed on (B)(6) 2019. Upon admission it was discovered that the c1 screw was fractured and the surgeon was unable to retrieve the broken screw at right c1 due to it being recessed under the cortical bone. Patient outcome and status is unknown. This complaint is linked to (B)(4). Concomitant device reported: unknown rod (quantity: 1). This complaint involves one (1) 3.5mm ti cortex polyaxial shaft screw 30mm for 4.0mm rod. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: rod (part: unknown, lot: unknown, quantity: 1). 4.0mm ti cancellous polyaxial screw 28mm for 4.0mm rod (part: 04.615.128s, lot: unknown, quantity: 1). 3.5mm ti cancellous polyaxial screw 24mm for 4.0mm rod-ster (part: 04.615.024s, lot: unknown, quantity: 1).